Event description:
Patient had sonata/hysteroscopy on (B)(6) 2025. No myosure was done but hysteroscopy and curettage's prior to sonata treatment. Fluid deficit was 1,000 ml. Patient had a 6 cm fibroid that was ablated with sonata in 2 treatments. Patient went to ER a couple of days later with pain and fever. Upon determination that patient had a group b strep infection, the patient was admitted to the hospital for treatment with IV antibiotics. On (B)(6) 2025, treating physician reported that patient was home and doing well and the physician believed that it was a really bad uti.

Manufacturer narrative:
The manufacturer became aware of the event after patient went into the ER for fever and pelvic pain. Patient was treated at the ER for possible infection with underwent IV antibiotics. Physician that conducted the sonata procedure did not report any unusual results or malfunction of the device. The sonata treatment was completed successfully. From follow up with physician on (B)(6) 2025, the patient is home and doing well. Physician stated, "I ultimately think it was a really bad uti."